Manufacturer narrative:
The reported events high capture thresholds and far r oversensing were not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information notes that the capped lead was explanted. Patient was stable.

Event description:
New information notes that the patient was stable during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure on (B)(6) 2021. Upon review, far r over-sensing and high capture thresholds were noted on the atrial lead. The atrial lead was capped and replaced during the same procedure on (B)(6) 2021 with a previously abandoned atrial lead in the patient's body. No patient consequences.